Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 542 mg/dl. The customer stated that he had problems with the insulin pump, mainly the infusion sets and the reservoirs. The customer mentioned that today he did a complete infusion set change this morning and gave a bolus. The customer stated that everything worked right, however, the customer noted that his blood glucose was 542 mg/dl when he checked his blood glucose for lunch. The customer's blood glucose level was 365 mg/dl at the time of call. The customer did not report any blood glucose related symptoms except feeling sleepy. There were no air bubbles found along the tubing length. Customer declined troubleshooting for the high pressure test and stated that he had a bent cannula issue because he would get the tubing caught and pull out the site. It was also found that the customer had used the insulin pump to treat the high blood glucose. No products will be returned for analysis.